Event description:
This rv lead was implanted on(B)(6) 2007 and was explanted on (B)(6) 2012 due to a recall. The physician was dr. (B)(6) at (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).